Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received at elective-replacement level, with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating in high output mode and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, high output demands and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. The device was implanted for 9.51 years which exceeds its projected longevity and is consistent with normal battery depletion.